Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 496 mg/dl. The customer stated that the insulin pump did not deliver insulin unless it was straight and up. She complained of nausea, stomach pains, headache, thirst, frequent urination, difficulty breathing and vomiting. She noted that the high blood glucose issues had started about a week prior. She was unable to perform the troubleshoot procedure due to lack of tubing clamps, which she was advised would be sent. She declined to check for site, air bubbles or tubing issues. The most recent blood glucose reading was 470 mg/dl. She reported that the infusion sets always seemed kinked or bent. After she was discharged, she was advised to stay off the insulin pump until the device could be test, but she treated with only the insulin pump after being released. She was advised that the infusion sets would be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.